Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed by tandem clinical support and no issues were identified. Customer's blood glucose was 400 mg/dl. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Device not returned.